Manufacturer narrative:
THE DEVICE IS NOT RETURNING FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
IT WAS REPORTED THAT ON (B)(6) 2025, AN UNKNOWN REGENT HEART VALVE WAS CHOSEN FOR A PROCEDURE. DURING PROCEDURE, THE VALVE DETACHED AND STUCK IN THE PATIENTS GROIN. THE PATIENT HAD SEVERE AORTIC INSUFFICIENCY DUE TO THE MISSING LEAFLET AND CONSEQUENTLY REQUIRED AN IMPELLA. THE PATIENT WAS REPORTED CRITICAL.

Event description:
It was reported that on (B)(6) 2025, a 23mm Regent Heart Valve was chosen for a procedure. During procedure, the valve detached and stuck in the patients groin. The patient had severe aortic insufficiency due to the missing leaflet and consequently required an impella. The patient was reported critical. On (B)(6) 2026, the patient was reported passed away.

Manufacturer narrative:
AN EVENT OF A DISLODGED LEAFLET AND PATIENT EFFECT OF CENTRAL REGURGITATION WAS REPORTED. THE DEVICE WAS RETURNED TO ABBOTT FOR ANALYSIS. THE INVESTIGATION FOUND THAT THE DISLODGED LEAFLET WAS NOT RETURNED AND CHIPPED SURFACE WAS NOTED ON THE ORIFICE RIM. DUE TO THIS FUNCTIONAL TEST WAS PRECLUDED. NO OTHER ANOMALIES WERE OBSERVED. A DHR REVIEW WAS NOT PERFORMED AS THE LOT NUMBER WAS NOT PROVIDED FROM THE FIELD. THE CAUSE OF THE REPORTED EVENT COULD NOT BE CONCLUSIVELY DETERMINED. HOWEVER, IT IS CONSISTENT WITH AN EXTERNAL FORCE BEING APPLIED TO THE VALVE OR AN ATTEMPT TO ROTATE THE VALVE. THE REPORTED UNEXPECTED MEDICAL INTERVENTION IS A CASE SPECIFIC CIRCUMSTANCES AS PATIENT REQUIRED IMPELLA. THERE IS NO INDICATION OF A PRODUCT QUALITY ISSUE WITH REGARDS TO MANUFACTURE, DESIGN, OR LABELING.

Event description:
IT WAS REPORTED THAT ON (B)(6) 2025, AN UNKNOWN REGENT HEART VALVE WAS CHOSEN FOR A PROCEDURE. DURING PROCEDURE, THE VALVE DETACHED AND STUCK IN THE PATIENTS GROIN. THE PATIENT HAD SEVERE AORTIC INSUFFICIENCY DUE TO THE MISSING LEAFLET AND CONSEQUENTLY REQUIRED AN IMPELLA. THE PATIENT WAS REPORTED CRITICAL.

Manufacturer narrative:
An event of a dislodged leaflet and patient effect of Central Regurgitation was reported. The device was returned to Abbott for analysis. The investigation found that the dislodged leaflet was not returned and chipped surface was noted on the orifice rim. Due to this functional test was precluded. No other anomalies were observed. A medical review was performed by an Abbott representative; "The exact details of the implant procedure are unknown such that it is not possible to determine the exact cause for the dislodged leaflet. A dislodged leaflet is a known potential adverse event that may occur during or after a MHV implant. A common cause for a MHV leaflet dislodgement or leaflet fracture may be related to a forceful valve insertion due to oversizing and/or inappropriate use of the valve holder/rotator or inappropriate use of instruments while implanting or attempting to rotate the valve. In this case it is not possible to determine the exact cause for the dislodged leaflet. Examination of the returned MHV confirms that one of the leaflets is missing. There is some evidence for surface scratches on the orifice of the valve that may be indicative of instrumentation used at the time of valve implant or explant. There is no evidence for a fracture or damage to the remaining leaflet.The patient developed intra-operative hemodynamic instability which was managed with insertion of an Impella. It is unknown if the MVH was replaced with another valve but presumed to have undergone explant. It is also unknown if the missing leaflet was retrieved. The patient likely had a prolonged procedure and had difficulty recovering following surgery which ultimately led to the fatality 3 weeks later. The cause of death is procedure related and is unlikely to be related to a device malfunction."The Device History Record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. The reported Unexpected Medical Intervention is a case specific circumstances as patient required Impella. There is no indication of a product quality issue with regards to manufacture, design, or labeling.